Event description:
One -1- month post-uae experienced severe pelvic pain requiring morphine. Five -5- days post-uae had high temperature and chills lasting six days. Diagnosed with bacterial infection with thick foul-smelling discharge followed by expulsion of a necrotic fibroid. Now eight months post-uae, amenorrhic. Pt now has loss of sex drive, extreme vaginal dryness, and painful intercourse. Experiencing perimenopausal symptoms accompanied by low estrogen.